Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was swimming in a pool at the time a lead integrity alert (lia) triggered for elevated short interval counts (sic) and non-sustained tachycardia episodes. Electrograms revealed the cause was due to electromagnetic interference (emi) noise from an unidentifiable pool source sensed by the implantable cardioverter defibrillator (ICD) device. The alert was cleared. The device remains in use. No patient complications have been reported as a result of this event.